Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported there are no more audible alarms on the central station for the monitors. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The customer reported there are no more audible alarms on the central station for the monitors. The device was in use on a patient. There was no report of patient or user harm. The device was checked and found after the message has been narrowed down, the control panel does not emit a tone as the sound output was shifted to the display. Corrected and disabled display as an output option. Function was restored.